Manufacturer narrative:
Inspected 1 opened or used sensor and found sensor broken. Missing broken part.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the half of the electrode at the sensor was missing. The customer¿s blood glucose level was 13.6 mmol/l at the time of the incident. Sensor will be returned for analysis.